Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a review of the black box history revealed data from (B)(6) 2013 during the last basal delivery that was recorded. There was one power on reset (por) event recorded on (B)(6) 2013 between 5:41am and 9:51am for unknown reason. The battery voltage recorded before the ¿por¿ event was found to be above the ¿low¿ and ¿replace¿ battery thresholds. Call service warnings and alarms were observed in the alarm history. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. A visual inspection revealed stripped battery compartment threads; no cracks were observed. There was no damage found to the battery cap but the battery cap was unable to secure tightly to the pump. A test cap was used for testing purposes and was able to secure to the pump and maintained electrical connection. The pump powered on and displayed the ¿verify¿ screen. The pump was exercised for 24 hours; no power interruptions or alarms occurred during testing. The ¿low battery¿ warning and a ¿replace battery¿ alarm functions were tested and the pump gave the appropriate visible and audible battery warnings and alarms. The alarm history accurately recorded battery alerts in the correct time and order. The pump¿s cover was removed; no moisture ingress was observed. No intermittent conditions were found to the power circuit on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump stopped without alarming. The patient reportedly experienced high bg but did not have a hyperglycemic event. It was noted during troubleshooting, the distributer indicated no issues with time/date and no associated alarms noted in pump history. The settings/programming with the pump were confirmed to be correct and no delivery issues were noted with the pump during a review of the pump history. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).